Event description:
The reporter alleged that the pump kept showing the verify screen and rebooted without user intervention. She denied that the pump had any cracks or damage to the battery compartment and the battery cap was secured properly with a coin.

Manufacturer narrative:
The pump was returned to animas. Eval revealed evidence of moisture ingress on the pcb components. Visual inspection did not reveal any pump defect. Review of the pump download history verified one power on reset event after a rewind command. The pump was exercised for 24 hours without any power loss or rebooting duplicated.